Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that following insertion of an impella cp and initiation of support, the aortic pressure and left ventricular pressure readings displayed by the pump were elevated and did not correlate with the patient¿s measured pressures. The impella cp pressures were reported as 300/170 mmhg compared to 148/85 mmhg measured via the companion sheath. It was noted that the patient did not have a history of aortic stenosis. Pump flows were maintained and were appropriate for the selected performance level, and the motor current was within expected range. The medical team continued impella cp support and used cardiac output flow measurements to guide patient management rather than the impella cp aortic and left ventricular pressure readings. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name), and d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue is potentially related to a calibration issue as evidenced by the differences in the factory and calibrated g0, however, without the data logs during the case run and lack of product returned, the cause could not be established.